Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left antebrachial shunt. A 6cm fr 4 non-bsc introducer sheath was placed. After a 0.018x100 non-bsc guidewire was advanced to cross the lesion, a 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced without resistance to dilate the lesion. No kink was noted. Initially, the balloon was inflated at 10 atmospheres and was then inflated at 14 atmospheres on the second inflation. However, upon the third inflation, the balloon ruptured at 14 atmospheres after a duration of 60 seconds. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left antebrachial shunt. A 6cm fr 4 non-bsc introducer sheath was placed. After a 0.018x100 non-bsc guidewire was advanced to cross the lesion, a 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced without resistance to dilate the lesion. No kink was noted. Initially, the balloon was inflated at 10 atmospheres and was then inflated at 14 atmospheres on the second inflation. However, upon the third inflation, the balloon ruptured at 14 atmospheres after a duration of 60 seconds. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).